Event description:
It was reported that during the surgery to remove a cholesteatoma in early (B)(6), 2010, the positioner was partially cut out of the pt's cochlea. The positioner migrated and perforated the pt's eardrum. The pt is reportedly doing well. The pt continues to be monitored.